Event description:
A malfunction was reported on the customer's pump, identified with a malfunction code malf 16. There was no adverse impact to the customer's blood glucose level. To resolve the issue, technical support arranged for a replacement pump to be sent to the customer. The customer was instructed on how to put the malfunctioning pump into storage mode, return it using the provided materials, and avoid billing by returning it within ten days. Customer reverted to an alternative method of insulin therapy.